Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the only stimulation from the ins was in their stomach and not in their lower back. The stimulation in their stomach made them sick because it wasn't touching where is was supposed to. The patient added that they told their healthcare provider that the ins wasn't working properly before they were released from the hospital on the day of the ins implant surgery. They spent a couple of months reprogramming the ins, but still couldn't get the stimulation to reach their lower back. They tried different programs and the healthcare provider had to eventually scrape the scar tissue off of their spine. They noted the scar went up to their thoracic, under the c-spine. The healthcare provider had to move the ins and wires. They reprogrammed the ins and found a couple of programs that worked really well. The ins was implanted in (B)(6) 2015 and the correction surgery was done in (B)(6) 2015. This conflicts with current records that indicated the patient was implanted in 2016. No further complications were reported or anticipated.